Manufacturer narrative:
Correction: the event description should have been "it was reported that the patient presented to the emergency room due to a pocket infection. Vegetation on the right ventricle (rv) lead, right atrial (ra) lead, and left ventricle (lv) lead was visualized with a transesophageal echocardiogram. The physician explanted the system, including the implantable cardioverter defibrillator (ICD), rv lead, ra lead, and lv lead. There is no allegation that any procedure involving the system contributed to or caused the infection.", rather than "it was reported that the patient presented in clinic due to pocket infection. The physician explanted the system- implantable cardioverter defibrillator (ICD), right ventricle lead, right atrial lead and left ventricle lead." Correction: the first notification date should have been jul 16, 2024, rather than jul 22, 2024. Correction: durata active lead should not been added as concomitant medical products in section d10. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the emergency room due to a pocket infection. Vegetation on the right ventricle (rv) lead, right atrial (ra) lead, and left ventricle (lv) lead was visualized with a transesophageal echocardiogram. The physician explanted the system, including the implantable cardioverter defibrillator (ICD), rv lead, ra lead, and lv lead. There is no allegation that any procedure involving the system contributed to or caused the infection.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic due to pocket infection. The physician explanted the system- implantable cardioverter defibrillator (ICD), right ventricle lead, right atrial lead and left ventricle lead.